Event description:
It was reported high capture threshold was observed on the right ventricular (rv) lead. The patient was hospitalized and high capture threshold resulting in loss of capture was observed. A chest x-ray was performed, and no anomalies were observed. The lead was repositioned, however, the capture threshold remained high. The lead was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix observed to be retracted and clogged with blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internals shorts. A visual and x-ray examination revealed no anomalies except for procedural damage.